Event description:
It was reported that a female patient underwent breast augmentation revision with a 275cc mentor smooth round moderate profile saline breast prosthesis on the right breast and suffered right breast implant deflation and right breast capsular contracture (baker grade iii), post-operatively. As a result, the patient has been scheduled for bilateral breast implant removal and replacement with mentor saline implants on (B)(6) 2022.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the replacement devices were the following: (right) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 9692009 sn: (B)(6) and (left) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 9692009 sn: (B)(6). On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the sal smooth rnd diap 275cc breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was observed on the anterior view, near the valve system, measuring approximately 0.1 cm. Additionally, no other leaks sites were detected. Microscopic examination was performed, and the cause of the deflation could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.